Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving bupivacaine (120.0 mg/ml at 12.496-49.99 mcg/day) and dilaudid (30 mg/ml at 12.496-49.99 mcg/day) via an implantable infusion pump. The indication for use was spinal pain. It was reported that a refill was due sometime in (B)(6) 2019 but the patient was unable to get a hold of the office. It was noted that the patient started passing out, vomiting, loss feeling in her lower limbs and was admitted to the hospital for 7 days. While in the hospital the patient's cancer was investigated as the potential cause of the symptoms; a CT/MRI was performed. It was reported that the patient went to physical therapy and was able to start walking with a walker. While in the hospital the pump began alarming or beeping every 10-15 minutes. It was noted that the healthcare provider (hcp) confirmed the pump was empty/ran completely dry and that the pump had malfunctioned (normally doesn't start up on it's own). The hcp put drug into the pump and monitored the patient overnight. It was reported that the patient had an appointment today and the pump would be checked and determined if it needed to be drained and removed.